Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The care giver (cg) stated the home patient (hp) is pretty sure she connected when she was suppose to but she doesn't remember. The technical service representative (tsr) explained the alarm and then assisted the cg to cycle power off/on twice to clear the alarm and then explained to start over with all new supplies. There was no patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the caregiver stated that this was an isolated event and she was unsure of what might have caused the alarm. The caregiver stated that the home patient did not develop any adverse reactions or require any medical intervention. The caregiver also stated the home patient is currently performing therapy without any complications. The caregiver stated that after starting over with new supplies no further issues were found.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false occlusion alarm. The root cause was determined to be a cracked door assembly in the latch area. The door assembly was replaced to repair the reported condition. A service history review revealed that the device has not been previously service by baxter. A device history review review was conducted and no issues were found related to the reported condition during the manufacture of the device. A follow up report will be submitted if additional information becomes available.